Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 06/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of (B)(6) male pt contacted zoll customer support to report that the pt was treated while in the ER and on their monitoring. The nurse reported that the ECG strips showed vt. The pt was reportedly dizzy and started to lose consciousness when the device treated him. The pt reported she was conscious at the time. A review of the event indicates that the pt received two treatments. The pt was in vt prior to the first treatment, however; the patient's rhythm self-converted to a sinus rhythm 6 seconds before the treatment. The post shock rhythm was sinus tachycardia. A second appropriate treatment was delivered four hours later. The pt was in vt at 207 bpm and the rhythm was successfully converted to a sinus rhythm at 89 bpm. The response buttons were pressed briefly but not immediately prior to the first treatment and again after the second treatment was delivered. The pt received replacement equipment.